Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of egms revealed multiple episodes of inappropriate atp and hv therapy for supraventricular tachycardia being misdiagnosed as ventricular tachycardia due to programming. Programming changes were made. Patient condition was good.